Manufacturer narrative:
Evaluated one opened/used enlite sensor and performed continuity resistance test; sensor passed per specifications. In addition, we performed bicarbonate buffer test; sensor passed with accurate readings. We were unable to confirm adhesive anomaly due to sensor being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a change sensor alert, a calibration error alert, and a bad sensor alert. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer stated that his blood glucose was 418 mg/dl when he had a calibration error. Troubleshooting was performed and the customer was advised to wait until his blood glucose was stable to calibrate. Customer was advised that the sensor will need to be replaced and to monitor the issue.